Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens on (B) (6) 2010. The lens was removed on (B) (6) 2010, due to excessive vaulting. The lens was removed with no patient injury. A shorter lens was implanted. The reporter stated they ordered the wrong size.

Manufacturer narrative:
(B) (4). (B) (4).